Manufacturer narrative:
The event took place on october 8, 2025 at approximately 03:24 in the location of room 2, bed 1. A philips technical support specialist (tss) reviewed the provided log data. The tss did not locate any spo2 sensor errors in the log during the period. However, the errors are not recorded in the older software rev b of the patient information center ix (pic ix). Per the customer, the cause of the error lies with the reported cables, as the faults were permanently fixed after the cables were replaced. The customer was unable to locate the lot number on the cables. The cables were replaced to address the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
No change to investigation, however product is changed to the spo2 cable. Updates were made to the following fields: d1 brand name. D2a common device name. D2b procode. D4 model#, catalog #, serial#, UDI#.

Manufacturer narrative:
E1 reporting institution phone#: (B)(6). The event took place on october 8, 2025 at approximately 03:24 in the location of room 2, bed 1. A philips technical support specialist (tss) reviewed the provided log data. The tss did not locate any spo2 sensor errors in the log during the period. However, the errors are not recorded in the older software rev b of the patient information center ix (pic ix). Per the customer, the cause of the error lies with the reported cables, as the faults were permanently fixed after the cables were replaced. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the intellivue x3 patient monitoring system indicating there was an interruption in spo2 monitoring without acoustic signal. The device was in clinical use on a patient at the time of the event and the user did not know whether a blue zero line or an error message was displayed. No adverse event was reported.